Event description:
A customer contacted beckman coulter inc (bci) in regards to lower than expected total t4 (tt4) results generated by unicel dxc 600i access 2 immunoassay system for four patients. The results were reported out of the laboratory, and were questioned by the physicians because the results did not match the patients' clinical presentations. Repeat testing was not performed on these samples. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample collection device and centrifugation information has not been supplied. Qc was within the established ranges at the time of the event. System checks performed on (B)(6) 2011 passed within the instrument specifications. The customer stated a large number of patients were recovering below the normal reference range and the doctor questioned the results stating they should have been higher. Service was on site (B)(4) 2011. The fse performed hardware diagnostics to verify ultrasonics. The fse also verified pipettor alignment and that the precision valve was operating without issue. The fse performed a system check, which produced results within instrument specifications. A definitive root cause has not been determined to date for this event with the data provided.